Event description:
On 11mar2025, an online store in australia reported a patient (pt) advised, "however, last time when I saw my optometrist (in (B)(6)), she did mention there was minor scaring under my left eye (os)." No additional information was provided regarding the event. Attempts were made to obtain additional complaint and medical information from the online store by email on 22apr2025, 24apr2025, and 25apr2025 and calls were placed to the online store on 22apr2025, 23apr2025, 24apr2025, and 25apr2025. No additional information has been received. This os "corneal scar" is being reported as worst-case as the patient¿s diagnosis and treatment could not be confirmed with the treating eye care professional (ecp). The date of the pt¿s event is being reported as (B)(6) 2025 as the exact event date is unknown. It is unknown what acuvue brand contact lens was worn at the time of the event. The lot number and availability of return and evaluation of the possible suspect product are unknown. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 20may2025, an email was received from the online store with "forwarded pt response." The patient (pt) indicated the "scarring is at the bottom of the eyeball on the sclera." The pt did not have the medical report from the treating eye care professional (ecp); however, stated, "maybe if required, could you reach out to (ecp name redacted) for details." The pt indicated, "optometrist advised to monitor for now and no treatment is needed, the scarring became less observable in the my last check and optometrist did not mention what exactly it is since it's for monitor only, the optometrist only mentioned it could be a factor of wearing contact lenses but no conclusion of direct causation," and when asked if the pt was wearing contact lenses at the time of the scarring event, responded, "no I always wear the contact lenses that prescribed to me by my optometrist." On 22may2025 and email was received from the optometrist (ecp): the pt first presented for an eye examination on (B)(6) 2025 to check spectacle prescription to finalize a purchase. The pt reported the last eye test to be 2 years prior and has no health concerns. An anterior eye examination revealed mild inferior corneal scarring on the left eye (os). Anterior eye is otherwise healthy. Posterior eye examination revealed healthy posterior pole. "In light of the findings and this being the pt's first presentation to our practice, it was suggested that the pt return for a follow up dilation appointment, as well as a subsequent contact lens examination to check the fitting of the contact lenses (cls)." The pt returned for a cl appointment on (B)(6) 2025. Trials of acuvue oasys were dispensed. The pt was asked to return for a follow up appointment when has worn the cls for a longer period, and for a dilation test. The pt returned for a follow up appointment on (B)(6) 2025, wearing acuvue oasys cls. The pt also reported wearing "dailies contacts." The pt's dilated fundus examination was unremarkable. The mild inferior corneal scarring in his left eye was also noted. No additional medical information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.